Manufacturer narrative:
Device is combination product. The stent delivery system (sds) was returned for analysis. The following attributes were examined: a visual examination of the stent found that the device was returned inserted in a guidezilla ii extension guide catheter. The proximal and mid-section of the stent were severely damaged and bunched, with the proximal end of the stent stuck in the distal tip of the guidezilla ii. Distal stent struts were noted to be damaged and misaligned. The damaged section of the crimped stent od (outer diameter) was measured and result was 0.0610¿¿. The stent could not have fitted in the stent protector during the manufacturing process. The device was soaked in a water-bath at 37 degrees celsius in an attempt to remove the device from guidezilla ii and after soaking the device for 24 hours, the device was pushed in a distal direction through the distal tip of the guidezilla ii. It was noted that the proximal end of the stent had moved in a distal direction due to the damage and bunching in the mid-section of the stent. Distal end of stent was still crimped in place. Stent damage most likely occurred due to interaction between the stent and the guidezilla during the withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. The type of damage noted is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/ drug/ subsequent procedure caused the complaint event. Based on analysis results, the stent got stuck due to interaction between the stent and the guidezilla ii during withdrawal attempts. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13169. Reportable based on returned device analysis completed on 21-dec-2017. It was reported that the stent delivery system (sds) became stuck in the guide extension catheter. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex. During the procedure, a 2.50 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was inserted and advanced through a 6f guidezilla¿ ii guide extension catheter. The synergy ii sds became stuck in the distal end of the guidezilla¿ ii. The devices were removed and the procedure was completed with a new 6f guidezilla¿ ii guide extension catheter and a different stent. There were no patient complications and the patient condition post-procedure was stable. However, the guidezilla¿ ii was returned with the stent of the synergy ii exposed out the distal end of the catheter and with the stent struts severely damaged.